Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was message that appeared in the remote monitoring network that the patient was enrolled with the incorrect device in the remote monitoring network. The device will be updated in the system. The network remains in use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.